Event description:
Customer states that the blood glucose was high. The blood glucose reading was 400 to 500 mg/dl. She was unconcious for 6 to 7 minutes. Customer states that her doctor advised her that hospitalization was due to a blood clot that dissolved on it's own. Customer states that her hospitalization lasted 3 days. The current blood glucose reading is 425 mg/dl. Customer complained of facial numbness, headache, sweating and slowness of response. The alarm history shows that in the past there were several no delivery alerts and one low reservoir alert. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.